Manufacturer narrative:
See h6, h10 and h11 complaint has been evaluated and is similar to report number 11644408-2022-00404; 353-01-106, s807 - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient complained of patient of pain and not getting the extension he wanted.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.